Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. It was stated the patient¿s wound never healed completely following implant. As such, the patient was prescribed oral and topical antibiotics and is being monitored. Follow-up information revealed the patient¿s wound is healing and the patient has completed the course of antibiotics. No surgery is planned at this time. The patient will follow-up with the physician in a few days as the next course of action. Patient has effective therapy.

Event description:
Additional follow up revealed that patient is being monitored by physician on a weekly basis and symptoms are improving. No intervention is planned at this time.